Event description:
Failure of pacer to capture, may have been the cable. Both the cable and pacer box has been sequestered. Unknown age of cable and is sterilized through the sp (sterile processing) department.